Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superior mesenteric artery with heavy calcification and moderate tortuosity. The 8x29mm omni elite balloon expanding stent (bes) was being advanced on a .035 unspecified guide wire (gw) through a 7f long sheath; however, during advancement resistance was noted with the sheath and the stent struts became flared. Therefore, the bes was removed from the patient. A 8x39mm omni elite bes was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the stent implant was stationary on the balloon, however, not between the markers. No additional information was provided.